Event description:
It was reported the cardiac monitors do not alarm when critical parameters of patients are used. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6)

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse troubleshot the device and tested on the alarm function by generating alarm condition on a patient simulator and checking the monitor¿s behavior. Results of testing showed no issues were found. The device was working to specification. The customer confirmed with the fse, they were aware and familiar with how the alarm function of the monitors worked. The fse was unable to replicate the reported problem. No further investigation or action is warranted at this time.